Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was being prepared for use in an esophageal dilation procedure performed on (B)(6) 2025. During preparation, the balloon catheter was tested before use. The balloon burst in the face of the operator and projected a mixture of contrast and saline when the pressure exerted was 5 atm. The operator was treated for eye irritation. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.